Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A zoll laboratory services contacted zoll to report that a patient developed an irritation. The irritation was described as red, bleeding, and itchy. There was no alleged device malfunction contributing to the irritation. The patient applied cortisone cream to the area. Outcome of the rash is unknown.